Manufacturer narrative:
(B)(4). Concomitant medical products: 110029939 compr srs 60mm dst hum bdy rt 588380; 211266 compr srs anti rot ic seg-30mm 351820; 211269 compr srs small flange 155830; 00840002411 ulnar component plasma sprayed size 4 115 mm length right for cemented use only 63269429. Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00984. 0001825034 - 2019 - 00985. 0001825034 - 2019 - 00987.

Event description:
It was reported that the patient underwent a revision procedure to remove broken implant and was subsequently revised to remove the remaining hardware due to infection approximately 3 weeks post revision surgery. Drainage of the surgical site and visible, exposed hardware was noted through the incision site. No additional information is available from the event.

Manufacturer narrative:
The following report is being submitted to relay additional information received: UDI: (B)(4). The complaint was confirmed based on the operative notes that was provided stating draining quite a bit from opening at the apex of the incision where the distal humeral component is nearly subcu. Review of the device history records identified no related deviations or anomalies. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.